Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service a will not occlude alarm occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.